Manufacturer narrative:
Additional information: the second balloon also ruptured, it got stuck over the wire (stiff hidrofilic- terumo) as it was pulled, it ruptured. Physician had to open some loop and other instruments to get the balloon out in parts, as the plastic balloon was not adhered to the radio opaque mark, there was some difficulty in doing so. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis the video shows a balloon being inflated in the patient¿s vasculature and at the end of the clip the balloon appears to burst. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a venous angioplasty procedure to treat a chronic brachial fistula with 90% stenosis (right, mid, severe tortuosity, moderate calcification, 60 mm length, 9 mm diameter), two separate balloons burst during inflation at 12 atm, which was lower than the indicated rupture pressure. An 8fr non medtronic sheath and a hydrophilic coated guidewire 0.035 was used. The balloons were inflated using a syringe and contrast agent + saline solution (50%). The first balloon burst circumferentially/radially, leaving unmarked fragments in the vessel that disrupted blood flow. Difficulty was encountered retrieving these fragments, requiring the use of a snare/lasso, and the retrieval was described as very difficult due to the lack of markers. Resistance was encountered when advancing both devices, and excessive force was used during delivery and withdrawal of the first balloon. There was also difficulty removing the first balloon following inflation. All fragments from the first balloon were eventually retrieved, blood flow was restored, and the procedure was completed successfully with stent implantation. The second balloon was inflated once before the issue occurred. It is not known what type of balloon burst occurred. All fragments were retrieved. No patient complications have been reported as a result of this event. Another balloon was used to complete the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.